Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a temperature alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.